Event description:
It was reported that 60 intima-ii y 24gax0.75in prn/ec slm contained foreign matter. The following information was provided by the initial reporter: "there was visible sillicon oil particle in the needle green claims are required. The problem occurred in internal medicine department."

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for the reported lot numbers. Our records show that this is the only instance of this issue occurring in these production batches. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, visual evaluation of the submitted photos and the resulting review of the manufacturing process determined that the identity of the material is solidified silicone. Silicone is a material used to manufacture this device, and is applied to the catheter as a lubricant for reduced resistance during insertion. Excess application of the lubricant is currently possible due to limitations in the manufacturing process. H3 other text : see h.10.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0202480, medical device expiration date: 2023-08-10, device manufacture date: 2020-07-20. Medical device lot #: 9262116, medical device expiration date: 2022-11-06, device manufacture date: 2019-09-19. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 60 intima-ii y 24gax0.75in prn/ec slm contained foreign matter. The following information was provided by the initial reporter: "there was visible sillicon oil particle in the needle green claims are required. The problem occurred in internal medicine department."